Event description:
(B)(4). I have developed a metal allergy as a result of an immune deficiency caused by the nickel contained in the implants; I also believe I have an allergy to the fibers contained in the implant. I have been misdiagnosed for years with arthritis, chronic inflammation and pain, gastrointestinal problems, irritable bowel syndrome, ulcers, chronic sinus infection, migraine headaches, blurred vision, dehydration, vasculitis, and a number of other problems.